Event description:
Caller alleged discrepant low results with the inratio meter compared to the laboratory. Complaint summary: date (B)(6) 2013, inratio: 1.0, laboratory: 3.7, time between testing: three hours. Pt's therapeutic range 2 - 3.

Manufacturer narrative:
Investigation pending.